Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received shocks when sitting in a chair and went to the emergency room. Upon interrogation it was noted that the shocks were inappropriately administered due to oversensing of noise. It was further noted that the patient has tremors which were possibly from myopotential oversensing or recreational drug use. The noise was not able to be reproduced when the patient was in the emergency room. Upon follow up at in clinic, the noise was able to be reproduced and the patient had received another shock when lifting their arms in the air. Initially there was concern over a possible loose setscrew so a revision procedure was scheduled. The revision occurred a few weeks later where the connection between the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was found to be good. It was noted the pin was never removed from the device during the revision procedure as noise was not able to be reproduced when manipulating the can outside of the pocket. An x-ray was taken which showed that tip of the electrode pointed lateral. The physician had previously used a two incision technique, during the revision a new incision was made and the electrode was straightened. Following the repositioning of the electrode tip, defibrillation threshold (dft) testing was successful with good shock impedance measurements. The electrode remains implanted and no additional adverse patient effects were reported.